Event description:
The physician reported that the chronic right atrial lead had high impedance measurements and the patient underwent a lead revision procedure. A new lead was attempted but not implanted because it was unable to advance due to stenosis. Therefore, the chronic lead was reconnected to the device and the device was reprogrammed. Nine days later, the chronic lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies.